Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttock on (B)(6) 2022. The patient¿s cgm value was close to 400 mg/dl during the night of (B)(6) 2022. In the morning at school on (B)(6) 2022, the patient¿s cgm displayed high, a bg was performed which was 529 mg/dl. The patient had ketones, and was nauseated, dizzy, and lightheaded. He was taken to the emergency department (ed) by his mother. At the time of the report, the patient was in the ed and receiving IV fluids and his cgm value was 378 mg/dl and his bg was 278 mg/dl. No insulin was administered in the ed; however, the patient has a tandem pump. The patient¿s parent alleged the cgm had been running 100 mg/dl points different than the bg. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.